Event description:
Subsequent to the initial medwatch report submitted additional information was received stating: user-facility medwatch report received states, event desc: during an emergency cardiac intervention, while attempting to place stent to correct position, the stent slid off the balloon requiring a second stent to be deployed to trap the initial stent against the vessel.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the mid right coronary artery (rca) with the use of a non-abbott device. The 3.0 x 16 mm graftmaster stent system was advanced but the stent dislodged off the balloon during delivery which delayed the treatment of the perforation. A second 3.0 x 12 mm graftmaster was used successfully to treat the perforation. A different non-abbott stent was used to crush the dislodged stent to the vessel wall in the distal rca. There was a reported clinically significant delay in the procedure. It was reported that the patient expired in the cath lab. The cause of death was noted as cardiac arrest in a setting of cardiogenic shock and acute myocardial infarction. All requested information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported patient effects of death, cardiogenic shock and myocardial infarction, and the relationship to the product, if any, cannot be determined, the reported delayed/additional therapy/ non-surgical treatment appear to be related to the operational context of the procedure; a conclusive cause for the reported stent dislodgement can not be determined, however, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional graftmaster referenced is being filed under a separate manufacturing report number.